Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis. The pump was reviewed with the reporter and found that there were several days in the pump history showing no boluses delivered. The reporter denied that any boluses were missed and indicated that they were not being recorded in the pump history. The reporter indicated that the site was also changed prior to the incident and when reviewed the pump fill cannula was incorrectly put into the pump as 0.05 units instead of the correct 0.5 units. The reporter indicated that the patient was now using almost double the normal amount of basal insulin even though the pump basal settings were reviewed and adjusted a couple months earlier. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation of boluses missing from the pump history.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours at 1 unit per hour and the pump correctly reflected 24 units delivered at the end of the test. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was noted to be dim and discolored with a pink coloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.